Event description:
A cusa excel console worked intermittently during a pre-test before an hepatectomy. The unit was in contact with the patient, there was no injury involved with this report and the event did not increase the surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.